Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device reveals the device broke in half. Both pieces were returned. The device shows signs of significant wear and use. This inspection was conducted by naked eye. The clinical/medical investigation concluded that based on the information provided the clinical root cause of the reported instrument breakage could not be determined. We are currently unable to rule out a procedural variance or use of a worn device as a contributing factor to the reported event, which does not represent a device malfunction. The instructions for care, maintenance, cleaning and sterilization of smith and nephew orthopaedics devices does note that all reusable devices should be visually inspect for damage or wear. No further patient impact is anticipated. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a tka procedure, one (1) jrny ii cr lkg fem imp bumper rt broke while being used during normal conditions inside the patient. No pieces fell into the patient´s wound and all the broken pieces were accounted for. The procedure was resumed, without any delay, using a s+n back-up device. No injury was reported as a consequence of this issue.